Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed selftest and displacement test. Power connector plug in and locked in place properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump was not turning on after changing the battery. The customer's blood glucose level was 129 mg/dl. The customer was advised to clean the battery compartment, reset the insulin pump and use new batteries but the insulin pump did not turn back on. The insulin pump will be returned for analysis.